Manufacturer narrative:
The device history record of radiesse (+) injectable implant, lot number a00041280, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance was related to this lot.

Event description:
Follow-up information was received on 28-mar-2023: the patient was injected, with approximately 0.2 ml of radiesse(+), on 22-feb-2023. Batch number was reported as a00041280 (expiry date: 12/2023). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00041280 (expiry date: 12/2023). The patients medical history and concomitant medications were reported as none. On (B)(6) 2023, after the treatment with radiesse(+), the patient experienced a vascular occlusion. Corrective treatment included aspirin, hylenex, sodium chloride, prednisone 20 mg (for 3 days) and warm compresses / massage. No relevant laboratory tests were performed. The outcome of the event was reported as resolved, on the same day, on (B)(6) 2022 (changed from unknown). The outcome was reported as excellent, with no residual symptoms. In the opinion of the reporter, the event was related to radiesse(+).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patients initials, gender and date of birth were reported as unknown. The patient was injected with radiesse(+), into the jawline (off label use of device). Batch number was unknown. After the treatment with radiesse(+), the patient experienced a vascular occlusion. The patient felt discomfort, their lip turned white and the bottom lip was swollen. The outcome of the event was unknown.